Manufacturer narrative:
Continuation of d10: product ID: 8709sc, serial/lot#: (B)(6) implanted: (B)(6) 2011, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 07-feb-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 11.2mg/ml at 24hr dose of 6mg prior to procedure and 3mg/ml after and clonidine at 937.5 mcg/ml. It was reported that when the physicians performed a refill procedure, there was a higher than expected volume of drug left in the pump reservoir, compared to what was displayed on the clinician tablet. Diagnostics/troubleshooting performed included the physician cutting the patient's implanted spinal segment and cerebrospinal fluid (csf) flow was observed. Actions/interventions taken included a full catheter explant and replacement with an ascenda catheter. The issue was resolved at the time of the report.

Manufacturer narrative:
H3: 8709sc catheter: analysis identified an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the implant date was (B)(6) 2024 and it was unknown what symptoms the patient had related to the volume discrepancy. The serial number of the patient's pump was also provided. It was also stated that the pump was still implanted and still in use. The specific volumes of the discrepancy were also provided. It was stated that the expected volume was 5.3 ml but the returned volume was 37.8 mls.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# 0204882057 implanted: (B)(6) 2011 explanted: (B)(6) 2025. Product type catheter; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The catheter was in possession of the healthcare provider. The device is to be returned to the manufacturer.